Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 28-jul-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a female patient underwent a left-sided atrial tachycardia ablation procedure with thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The device evaluation was completed on 27-aug-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a left-sided atrial tachycardia ablation procedure with thermocool¿ smart touch¿ sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During a left-sided atrial tachycardia case, a cardiac tamponade was noticed. Post-ablation, when visualizing the ventricles via ice, it was noticed that there was a small effusion present. A minute or two later, the patient's heart rate increased, and there was also a drop in blood pressure on the patient. The cardiac tamponade was confirmed by transthoracic echo. The medical intervention provided was a pericardiocentesis and about 300cc of fluid was removed, but the reporter was unable to confirm the amount of fluid. The reporter stated that the physician does not believe any biosense webster, inc. Products were the cause of the issue. The patient was reported to be in stable condition, and the patient will be taken to intensive care unit. This adverse event was discovered post use of biosense webster products. The physicians opinion on the cause of this adverse event was that it was procedure and patient condition related. The physician thought that adverse event was probably due to the transseptal puncture because patient had an aneurysmal septum. The patient received a pericardiocentesis at that time and then received a CT surgery consult (which was not needed to go to CT surgery). Patient outcome of the adverse event was that the patient immediately improved with pericardiocentesis and then after, drain was left in overnight and the patient fully recovered. The patient required extended hospitalization because of the adverse event. The patient was required to spend 1 night in the intensive care unit as left the pericardiocentesis drain in and then spent 1 night in step down floor. A smartablate generator was used. A transseptal puncture was performed with the st. Jude medical brk-1 ts needle 71cm, safesept needle wire was used to actually puncture. Ablation was performed and then as removing catheters, physician did final ice survey, thats when the pericardial effusion was noticed which progressed to a cardiac tamponade within 3 minutes. There was no evidence of steam pop. The event was noticed post ablation phase. Irrigated catheter was used in the event and the flow setting: 15, 15. The correct catheter settings were selected on the generator with a modified under 30w flow rate which was also 15. The pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used: graph, dashboard, vector & visitag. Surpoint values were used during ablations. Color options used prospectively: force time intervel, automatic.